Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the primary hip showed superior migration of the head in the liner. Patient became unstable. Surgeon replaced the acetabular components with a competitor tripolar. He removed the depuy cup, screw, liner, 12/14 taper head. On implantation he used a depuy biolox ceramic 28 +5 head. Doi: (B)(6) 2019; dor: (B)(6) 2019; unknown affected side.